Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The only information received regarding this complaint is the reported event. No information on replaced parts has been received and no logs have been received. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturers ref: (B)(4).